Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient was scheduled for generator change. Upon interrogation, noise on the ra was observed. Episodes confirmed history of noise causing inappropriate mode switching. Confirmed noise with isometrics and physician review. The lead was capped and replaced during generator change. Should additional information be received, this file will be updated.